Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper flanks on (B)(6) 2017 using the coolcurve+ applicators, who may have developed paradoxical hyperplasia (pah/ph) after treatment. Due to insufficient information, device info is not documented.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.